Event description:
It was reported when the device was used during lobectomy procedure, it fired an imcomplete staple line. It was reloaded and the same problem occurred. A third reload was used to complete the case. There was no patient consequence.